Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: dry alchol¿.

Manufacturer narrative:
H10: a probable root cause for this reported failure mode could not be determined since it was not provided enough information to fully investigate this incident as a lot number, photos or physical samples. Examination of the product involved may provide clarification as to the cause for the reported failure. As lot number was not reported it was not possible to do a review of the device history record which allows us to identify, in case it had happened, any rejected inspections or quality issues during the production of the lot number reported. Therefore, it was not possible to identify any finding. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0201, patient problem code: f26. H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: dry alcohol.